Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide needle has a hole on the hub and leaked. This is 1 of 2 related events. The following information was provided by the initial reporter: the or supervisor just told me that they are experiencing some quality issues with the precision glide needle 21g ½ lot 2245181. There is a hole on the plastic part of the needle so when the staff tries to pull some liquid it sucks in air and when they try to push in liquid is seeps out.

Event description:
No additional information.

Manufacturer narrative:
It was reported there is a hole on the plastic part of the needle. To aid in the investigation, two samples in opened packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed with 10x magnification and the samples have a molding short shot about 3/8" from the bottom of the needle hub. The samples were connected to a syringe with saline solution. There is leakage of solution through the molding short shot. The photo provided shows a packaging blister top web for material 205167. No other defects or imperfections were observed. After analysis of the sample and the molding tool, it was determined that stripper bushing wear contributed to the defect reported. A device history record review was completed for provided material number 305167, lot 2245181. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The stripper bushing was replaced on 17 february 2023. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.